Manufacturer narrative:
(B)(4). Review of a 3d film report revealed that the aneurx bifurcate was positioned 7mm below the lowest left renal artery. The aortic diameter at this level was 26mm x 27mm. The diameter at the right common distal iliac was 22mm, and the proximal right external iliac artery diameter was 14mm. There is a possible distal type I endoleak from the right limb. The left limb has been extended into the left external iliac. The limbs were patent and no other issues were seen. Review of post-implant CT¿s revealed that an aneurx bifurcate was positioned approximately 1cm below the lowest left renal artery, within the short neck and angulated neck. The bifurcate proximal od measured 29mm and 3 aptus anchors had been placed into the proximal portion of the bifurcate and remaining neck. The infrarenal neck was angulated approximately 90 deg a-p to the iliac limbs. A dissection was observed along the entire length of the thoracic and abdominal aorta; extending from the ascending thoracic aorta and into the aaa and right common iliac artery. The max diameter aaa was approximately 10 cm, and no clear endoleak was seen coming from the stent grafts. The ipsi limb and extension were positioned into the left external iliac artery; the left common iliac was aneurysmal at 6.6cm max diameter. The right/contra aneurx limb was positioned within the dilated rcia, and was seen extended with 1 or 2 endurant limbs into the right external iliac. The stent graft was patent. The cause of the reported migration and distal type I endoleak could not be determined from the films provided. Earlier post-implant images were not available for comparison. It is possible that this was caused by disease progression. The cause of the dissection could not be determined. Images during the recent stent graft intervention and implant of the aptus anchors were not available for review. It is possible that this was procedure or anatomy related. The cause of the renal failure is unknown but may be related to the dissection.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7cm in diameter abdominal aortic aneurysm. Currently, the right common distal iliac diameter is 22.1mm. It was reported recently that the aneurx stent graft has migrated 5 mm distally and there was also a distal type ib endoleak from a flared iliac limb. The physician had difficulties implanting the three aptus endoanchors due to the density of the aneurx stent graft, in the proximal portion of the aneurx stent graft to prevent a proximal type I endoleak. During the advancement of the endurant iliac limb to treat the distal type I endoleak the physician had difficulty cannulating the right hyopogastric artery. However, was able to implant an endurant 16x24x93 and 16x16x156 extending into the right external iliac artery. The physician assessed the events to be related to disease progression. It was reported a few days after the secondary intervention, a type b dissection extending to the type a dissection was found. All the stent grafts were explanted and the physician over sewn at the level of the renal arteries. The physician assessed the dissection was related to the aptus endoanchors during the manipulation of the guide and difficulty implanting the endoanchors . The patient experienced renal failure and has not been treated for the remainder of the dissection. The patient will be monitored. No additional clinical sequelae were reported.